Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 214 mg/dl. The customer also reported no delivery alarm on insulin pump. The customer's current blood glucose was 400 mg/dl. The customer treated with insulin pump. Customer stated that the drive support cap was normal. Customer declined to perform the high pressure test. The insulin pump will not be returned. The reservoir will be returned for analysis.